Event description:
Correction on explant date: new information received indicated that the device was explanted and replaced on (B)(6) 2017. Patient was stable prior, during and post procedure.

Event description:
It was reported that the device reached eri prematurely. Reviewed of merlin.net session record confirmed a rapid battery depletion that could not be accounted for based on charging and programming. The device was replaced. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.